Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair procedure, the sureform 60 stapler instrument fired an unspecified colored reload and the target tissue was pushed instead of cut. It is unknown what medical intervention was rendered due to the stapling issue. The procedure was reportedly completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a tissue pushout event, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is received. Isi has not received the sureform 60 stapler instrument or reload in order to perform failure analysis. The stapler logs for this event were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show a sureform 60 stapler instrument was installed on arm #1 twelve times and fired 10 reloads (2 blue, 1 green, 2 blue, 1 white, 2 blue, 2 white, in that order) there was no clamping or firing attempted on installs 5 and 11. On installs 6, 8, 10, and 12, the system failed to detect the reload color and the user manually selected the appropriately colored reload via the interface on the surgeon side console (ssc) touchpad (blue, blue, white, white - respectively). There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. All installs where a reload was fired had one completed clamp followed by the firing. Firings 1, 3, 4, 7, and 8 were completed with no pauses for compression. Firings 2, 5, 6, 9, and 10 were completed with 1 pause for compression. The longest pause for compression was on the 9th fire (white reload) with about a 23 second pause. There were no stapler related errors in the logs. A video of this event was reviewed by an isi clinical development engineer (cde). Per the cde, in the video provided we can see the surgeon working on stomach tissue that has one existing staple fire occurring outside of the time of recording. The surgeon brings in a sureform 60 instrument with a blue reload and positions the stapler on the stomach and holds on to stomach tissue with the vessel sealer extend (vse) instrument on universal surgical manipulator (usm) #3. Clamping completes successfully and the surgeon begins the fire. The fire immediately pauses for compression at 60mm with the fire subsequently resuming. Around this same time the surgeon releases the vse instrument from the stomach. After releasing the vse instrument, the stapler begins to push the stomach tissue out of the stapler jaws as the fire completes and the stapler instrument unclamps. The result of this tissue pushout is some malformed staples and slight bleeding that can be seen along the staple line, there does not appear to be any hole in the stomach itself as a result of the pushout. The surgeon appears to probe the stomach with the cadiere forceps instrument until 3:34 when the sureform 60 stapler instrument is re-installed with a green reload. The surgeon then positions the staple medial to the pushed out area and fires the green reload with a successfully completed fire and unclamping. The stapler instrument is removed and re-installed with a blue reload and successfully fires and unclamps. The video then ends prior to procedure completion. The root cause of the tissue pushout event cannot be determined based on the video this complaint is being reported due to the following conclusion: during a da vinci-assisted paraesophageal hiatal hernia repair procedure, tissue was pushed and not cut when a sureform 60 reload was fired with a sureform 60 stapler instrument. It is unknown what medical intervention, if any, was rendered as a result of the stapling issue.

Manufacturer narrative:
On 26-january -2023, intuitive surgical,inc (isi) received the following additional information from the surgeon: the name of the procedure was da vinci-assisted partial gastrectomy with a roux-en-y reconstruction and paraoesophageal hernia repair. The reported complication occurred while the surgeon was attempting to transect the stomach with a blue sureform 60 reload, during the second stapler fire. The reported tissue push event did not cause bleeding, and did not cause a procedure delay. The surgeon reported re-stapling the area to resolve the event and continued the procedure. The surgeon reported that this event did not affect the procedure or patient outcome, and there is no concern for long-term complications. The patient did not experience any post-operative complications and experienced a normal post-operative course; the patient's care plan was not changed. The surgeon reported that he believes this event occurred because the sureform 60 stapler instrument failed to hold the tissue, and subsequently pushed the tissue.